Event description:
It was reported that there was a charcoal smell without smoke coming from the console. There was no patient involved.

Manufacturer narrative:
The laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console. The fse identified that the charcoal smell was originated from the new foot pedal that was placed behind the system. The smell worsened by the airflow of the console fan. The heat of the system likely damaged the footswitch, causing the smell, thus confirming the reported event. Based on the analysis results, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed allegation of charcoal smell.